Event description:
Patient alleged surestep meter was reading inaccurately low. On the day of the incident, patient obtained a reading of 20 mg/dl. However patient reportedly had symptoms of high blood sugar, drowsy and other high blood glucose symptoms. Patient went to the doctor to test blood and doctor's accucheck gave a result of over 300 mg/dl. Patient noticed the low readings for 5-6 days before calling the company. No further information has been reported.